Manufacturer narrative:
An olympus field service engineer (fse) visited the site and did not find any fault on the subject scope or the processor that was used with the scope. At this time, the customer further reported the image had wide black stripes during use due to a faulty scope connecting cable. The scope was not returned to olympus for evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. Although it was determined that the image issues were likely due to a defective scope connection cable, a definitive root cause of the defect could not be identified. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported the evis lucera ultrasonic bronchofibervideoscope had no image. The issue was found during reprocessing and the customer noted the scope was used 1-2 days a week. There was no delay and the intended procedure was completed with a similar device. There was no reported patient harm or impact due to this event.